Event description:
Device malfunction: stent delivery system separation. Time of malfunction: during the procedure. Symptoms/ae: separated portion of stent remains in body. It was reported that during a biliary stenting procedure, after absolute stent implantation, the distal portion of the stent delivery system (sds) broke at the proximal marker and remained in the stent. No intervention was performed and the stent and distal sds portion remains in the pt's body. There was no adverse pt sequelae at the time of the report. Though requested, additional info was not provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.